Event description:
Additional information received reported that the patient was in a debilitated status prior to implant. Perioperative antibiotics were administered and the onset or diagnosis of infection was on (B)(6) 2013. The patient experienced redness and swelling due to the infection. The primary location of the infection was the device pocket and lead track. A culture was obtained from the device pocket and found to be (B)(6). Intravenous (IV) antibiotics were administered in addition to the explant. The infection resolved.

Event description:
It was reported that all previously implanted devices were removed around (B)(6) 2014 due to infection. A new right brain lead was implanted on (B)(6) 2014, to be followed by implantable neurostimulator (ins) implant at a later date. Eight days later it was reported that no details were known on the patient¿s infection. The devices were removed without notifying the manufacturer representatives. The patient was re-implanted; therefore the reporter assumed that the infection resolved successfully.

Manufacturer narrative:
Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3389s-40, lot# va0bnyf, implanted: (B)(6) 2013, product type: lead. Product ID: 3389s-40, lot# va0b5mx, implanted: (B)(6) 2013, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).